Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient experienced high blood glucose levels of 244 mg/dl event occurred on (B)(6)2026, due to the patient forgot to fill the cannula dead space and was treated using the pump. No further information available.